Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed high hv lead impedance measurements. The patient will be monitored and is in good condition.